Event description:
Study event: device malfunction: none. Symptoms/ae: neurological event. Time of ae: after the procedure. It was reported that post an uneventful right internal carotid artery stenting procedure, the patient had a neurological event with symptoms that included right-sided facial weakness, some slurring of words, confusion and right lower extremity weakness. The patient remained hospitalized and received some rehabilitation. Five days post procedure and onset of symptoms, the symptoms resolved and the patient was discharged. Although requested, there is no additional information available.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.